Event description:
It was reported the colonovideoscope had a scope error (error code e315). The issue occurred during preparation for use in a diagnostic procedure. There was no delay in the procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that there is a conduction abnormality due to flooding inside the scope connector, but a probable cause could not be identified. Olympus will continue to monitor field performance for this device.